Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Sample 1 from the patient was collected on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Sample 1 was retested on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv positive (not reported to physician). Sample 1 was retested again on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv positive (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Sample 1 from the patient was collected on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Sample 1 was retested on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv positive (not reported to physician). Sample 1 was retested again on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv positive (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm. Review of data provided by the customer noted normal pcr curves with no indication of interference. The likely root cause is target near limit of detection or near cut-off. There is no evidence of product malfunction and no report of patient harm. As per section 3 of the xpert xpress sars-cov-2/flu/rsv eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.